Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 482 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end users daughter states that the end user has two small blisters to the left side of the stoma, approximately the size of a (B)(6) point. The daughter of the end user has changed the wafer twice since first noticing the blisters and they continue to persist. They are red in color. The end user reports mild itchiness. The daughter is using stoma wipes to cleanse the stoma and peristomal skin between appliance changes. The daughter reports to have been using them for a while and cleanses the peristomal skin with water. The daughter has been changing the wafer every 3-4 days. The end users daughter was instructed on crusting with ostomy powder and skin protective barrier wipes. Instructed on cleansing peristomal skin with water; mild soap and pat dry. Instructed if area does not improve or she has any questions to contact us for additional instructions. The end users subsequent outcome was not reported.